Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on an unknown date post-op, the product broke. Anterior column support was provided by cage. Patient complained of post-op pain. Revision surgery was performed for metal removal.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage at approximately ~2-3 threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some facture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm dimensions are within print specification. The above observations are consistent with anticipated wear due to cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.